Event description:
It was reported that the drive support cap of the customer's insulin pump is protruding out. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received alarming loops when attempting to prime due to moisture damage on all electronic assemblies noted. The insulin pump was unable to perform displacement test due to constant alarms. The insulin pump had a loose/protruded drive support cap noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.